Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failureadditional text: driveline site infectionspecific component(s) involved: driveline malfunctionadditional text: driveline site infectionother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : woune debridement and vac spone placementimplant device type: lvadmalfunction device type: